Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog # 5030541, 510k # k133653 and UDI# (B)(4) is approved for sale in us. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: cervical spondylotic myelopathy procedure: anterior cervical discectomy and fusion it was reported that intra-op, the implant broke. The product came in contact with the patient. The broken implant was replaced with a new one. No fragment of the broken implant remained inside the patient. No patient complications were reported as a result of this event.